Event description:
During testing at the user facility, the device touchscreen did not respond. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided,therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional formation was provided.

Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen did not respond when pressed. This was due to contamination on the touchscreen connectors caused by fluid ingress. This device has been identified as part of product call. This report represents all the information known by the reporter upon query by hospira personnel.